Manufacturer narrative:
Additional information was received that the alleged failure was not on a ge healthcare device. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number unknown. D4 UDI number unknown as no serial number provided. H4 date of device manufacture as no serial number was provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential loss of o2 flow. There was no reported patient involvement.